Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been going higher since lunch time today. Customer stated that he hasn't eaten anything since lunch. Customer has attempted to deliver himself 2 correction boluses and stated that the battery was low when he attempted to do his last correction bolus. Customer changed the battery out and mentioned that his blood glucose was 258 mg/dl before lunch. Customer ate lunch and did a correction bolus. Customer's blood glucose was 398 mg/dl. Customer took another correction bolus and his blood glucose was 498 mg/dl. Customer took another correction bolus and his current blood glucose is 524 mg/dl. Customer stated that he is very brittle. Customer treated with a correction bolus of 10.2 units. Customer stated that he contacted his health care professional and also changed his infusion set this morning.